Event description:
It was reported that a malfunction alarm with code malf 16 occurred. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections as a backup therapy, and technical support arranged for a pump replacement, instructing the customer on how to put the pump into storage mode and return it with a pre-paid label within 10 days.